Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Purge pressure high - data log review showed purge pressure trend up from case start through 11sep25 when it began to trend down. The cause of the purge pressure high was patient condition related to biomaterial build-up that resolved with the use of lysis solution. Pump suction - data log review did not show suction alarms. The cause of the pump suction could not be determined as the incomplete data logs recovered did not show suction alarms, no product was returned, and insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient had high purge pressure alarms requiring tissue plasminogen activator (tpa) infusion through the purge system. There were some increase in purge flows so tpa was continued. Some suction that resolved with fluid administration. Placement of pump was confirmed via echocardiogram. The patient remained on support until successful weaning and the patient survived.